Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified. The return of the device may have assisted the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of the finished device is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not reported. Patient anatomical conditions (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram was taken which showed no calcification. A conclusive cause for the reported needle to cuff miss could not be determined. Review of the device history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the investigation, there does not appear to be any indication of a product quality deficiency.